Event description:
During baxter's functional testing of a spectrum pump, it displayed system error 105. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to a system error 105 which was reproduced. System error 105 was confirmed and caused by sheared motor mount screws. The motor assembly and screws were replaced.